Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia along with inpen issue. The customer reported blood glucose value of 300 mg/dl. Customer was treated with inpen. The event involved product(s) mmt-105elblna. Troubleshooting was performed and issue found in inpen. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-105elblna was requested and the customer response was that the device will be return.

Manufacturer narrative:
No physical damage to cartridge holder or inpen front and back shell was noted. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Inpen passed baseline and wireless functionality. App logbook displayed: 14.5u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Performed leadscrew reset torque test. Inpen passed and is within specifications (ccw: 5.20 ozf-in). Performed leak test and no priming anomaly was noted. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: no mechanical malfunctions noted during testing that could affect insulin delivery. Therefore, the customer concern of leadscrew anomaly could not be confirmed. Inpen cap does not fit securely onto cartridge holder due to small snap arm being cracked / broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.